Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "unsuccessful removal of essure device" on (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and menstruation irregular ("irregular periods"). The patient was treated with surgery (on (B)(6) 2017 unsuccessful removal) and surgery (underwent endometrial ablation). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure coils were properly in place quality-safety evaluation of ptc: unable to confirm comnplaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvis pian') and genital haemorrhage ('unusual bleeding') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (childbirth). Concurrent conditions included hot flashes, sweating, insomnia, nausea, neck pain, pain in arm, shoulder pain, dysfunctional uterine bleeding, uterine bleeding, anemia, syphilis, epilepsy and dysuria. Concomitant products included cefixime (flexeril), cetirizine, citalopram, cyanocobalamin, cyanocobalamin (cyanocobalamine), doxycycline, duloxetine hydrochloride (cymbalta), fluconazole, hydrocodone, misoprostol, ondansetron, oseltamivir, paracetamol (acetaminophen), prednisone, sertraline, topiramate and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2010, the patient experienced depression ("depression"). On (B)(6) 2017, the patient experienced complication of device removal ("unsuccessful removal of essure device"), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("lower back pain / stabbing pain"), menstruation irregular ("irregular periods") and menstrual disorder ("unusual periods"). The patient was treated with surgery (on (B)(6) 2017 unsuccessful removal and underwent endometrial ablation in 2009). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, dyspareunia, menstruation irregular, depression, complication of device removal and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, complication of device removal, depression, dyspareunia, genital haemorrhage, menstrual disorder, menstruation irregular and pelvic pain to be related to essure. The reporter commented: essure devices placed bilaterally, with 2-3 trailing coils per side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: hysterosalpingogram as detailed below with occlusion of the fallopian tubes secondary to the essure devices; on (B)(6) 2009: results: essure coils were properly in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: plaintiff information form received. Event "unusual periods" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvis pian') and genital haemorrhage ('unusual bleeding') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (childbirth). Concurrent conditions included hot flashes, sweating, insomnia, nausea, neck pain, pain in arm, shoulder pain, dysfunctional uterine bleeding, uterine bleeding, anemia, syphilis, epilepsy and dysuria. Concomitant products included cefixime (flexeril), cetirizine, citalopram, cyanocobalamin, cyanocobalamin (cyanocobalamine), doxycycline, duloxetine hydrochloride (cymbalta), fluconazole, hydrocodone, misoprostol, ondansetron, oseltamivir, paracetamol (acetaminophen), prednisone, sertraline, topiramate and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2010, the patient experienced depression ("depression"). On (B)(6) 2017, the patient experienced complication of device removal ("unsuccessful removal of essure device"), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("lower back pain / stabbing pain"), menstruation irregular ("irregular periods") and menstrual disorder ("unusual periods"). The patient was treated with surgery (on (B)(6) (B)(6) 2017 unsuccessful removal and underwent endometrial ablation in 2009). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, dyspareunia, menstruation irregular, depression, complication of device removal and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, complication of device removal, depression, dyspareunia, genital haemorrhage, menstrual disorder, menstruation irregular and pelvic pain to be related to essure. The reporter commented: essure devices placed bilaterally, with 2-3 trailing coils per side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: hysterosalpingogram as detailed below with occlusion of the fallopian tubes secondary to the essure devices; on (B)(6) 2009: results: essure coils were properly in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvis pian') and genital haemorrhage ('unusual bleeding') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (childbirth). Concurrent conditions included hot flashes, sweating, insomnia, nausea, neck pain, pain in arm, shoulder pain, dysfunctional uterine bleeding, uterine bleeding, anemia, syphilis, epilepsy and dysuria. Concomitant products included cefixime (flexeril), cetirizine, citalopram, cyanocobalamin, cyanocobalamin (cyanocobalamine), doxycycline, duloxetine hydrochloride (cymbalta), fluconazole, hydrocodone, misoprostol, ondansetron, oseltamivir, paracetamol (acetaminophen), prednisone, sertraline, topiramate and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced dyspareunia ("painful intercourse"). In september 2010, the patient experienced depression ("depression"). On 14-dec-2017, the patient experienced complication of device removal ("unsuccessful removal of essure device"), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("lower back pain / stabbing pain") and menstruation irregular ("irregular periods"). The patient was treated with surgery (on (B)(6) 2017 unsuccessful removal and underwent endometrial ablation in 2009). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, dyspareunia, menstruation irregular, depression and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, back pain, complication of device removal, depression, dyspareunia, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 05-may-2009: hysterosalpingogram as detailed below with occlusion of the fallopian tubes secondary to the essure devices; on 29-may-2009: results: essure coils were properly in place. Quality-safety evaluation of ptc: unable to confirm comnplaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received : events - painful intercourse, depression, lower back pain were added. Lab data added. Concomitant medication and condition added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvis pian') and genital haemorrhage ('unusual bleeding') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (childbirth), endometrial thickening, endometrial polyp and menorrhagia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hot flashes, sweating, insomnia, nausea, neck pain, pain in arm, shoulder pain, dysfunctional uterine bleeding, uterine bleeding, anemia, syphilis, epilepsy and dysuria. Concomitant products included cefixime (flexeril), cetirizine, citalopram, cyanocobalamin, cyanocobalamin (cyanocobalamine), doxycycline, duloxetine hydrochloride (cymbalta), fluconazole, hydrocodone, misoprostol, ondansetron, oseltamivir, paracetamol (acetaminophen), prednisone, sertraline, topiramate and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2010, the patient experienced depression ("depression"). On (B)(6) 2017, the patient experienced complication of device removal ("unsuccessful removal of essure device"), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("lower back pain / stabbing pain"), menstruation irregular ("irregular periods") and menstrual disorder ("unusual periods"). The patient was treated with surgery (on (B)(6) 2017 unsuccessful removal and underwent endometrial ablation in 2009). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, dyspareunia, menstruation irregular, depression, complication of device removal and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, complication of device removal, depression, dyspareunia, genital haemorrhage, menstrual disorder, menstruation irregular and pelvic pain to be related to essure. The reporter commented: essure devices placed bilaterally, with 2-3 trailing coils per side. As per mr: date: (B)(6) 2017- removal of mirena iud. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: hysterosalpingogram as detailed below with occlusion of the fallopian tubes secondary to the essure devices; on (B)(6) 2009: results: essure coils were properly in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm comnplaint. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information, patient medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous: case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "unsuccessful removal of essure device" on (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and menstruation irregular ("irregular periods"). The patient was treated with surgery (on (B)(6) 2017 unsuccessful removal) and surgery (underwent endometrial ablation). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure coils were properly in place. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.